Manufacturer narrative:
The biomed replaced the speaker assembly and confirmed that the reported issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that device beeped when it was powered on, and a 5021 and 1102 "primary alarm failed" error occurred as there may be an issue with the speaker. It was reported that there was no patient involvement at the time the issue was discovered. Additionally, the device was removed from service; however, there was no patient impact. The biomedical (biomed) engineer reported to the remote service engineer (rse) that the v60 displayed a 1102 error code followed by a 5021 speaker test (power management (pm) printed circuit board assembly (pcba) & motor controller (mc) pcba) error. The rse informed the customer that the latest version of the v60 service manual is version r, mentioned that repair could be of the service manual, and explained to the biomed that the 1102 error code meant that when the primary audible alarm test fails for either speaker, alarms are annunciated using both the primary and backup audio devices. The rse then advised the biomed of the troubleshooting steps for the 1102 error code which included: listening for audible sound from the speakers, verifying that the speakers are connected, verifying that the braided wires are not touching the speaker housing, verifying that the resistance of each speaker is 6.8 to 9.2, replacing speaker #1 (mc pcba), replacing speaker #2 (pm pcba), and replacing the central processing unit (cpu) pcba. The rse also advised the biomed of the troubleshooting steps for the 5021-error code which included: following the recommended repair for diagnostic code 1102 if fail was displayed, but if pass is displayed, no action is required. The rse provided the customer with the part number and price of the speaker assembly for repair. The investigation is ongoing.